Event description:
It was reported that stent damage occured. The 93% stenosed target lesion was located in the mid left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device was unable cross the lesion. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure ws completed with another of the same device. No patient complications were reported nad the patient's status was stable.

Manufacturer narrative:
Age at time of event: 67 years. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with the first distal strut in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: (B)(6) years.

Event description:
It was reported that stent damage occured. The 93% stenosed target lesion was located in the mid left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the device was unable cross the lesion. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure ws completed with another of the same device. No patient complications were reported nad the patient's status was stable.